Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer initially tried using the tandem charging cable and wall adapter without success. However, when a different wall adapter was used, the issue was resolved, and the pump began charging properly. No further assistance was needed, and the case was closed by technical support.